Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked. It was noted that the battery cap was not able to be secured to the pump appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/19/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings:visual inspection revealed that the battery compartment had multiple cracks. One crack was located at the opening of the battery chamber. The second crack was located below the finger pad and extended to the primary seal. The returned battery cap was able to be fully secured to the pump. No power loss issues occurred during investigation. No evidence of moisture damage was observed in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.